Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter contacted dexcom on (B)(6) 2015, to report that patient's sensor and transmitter were disposed of while the patient was in the hospital. Patient's daughter reported hospitalization occurred on (B)(6) 2015. Patient's daughter reported that patient had suffered a stroke. Patient was transported to the hospital by ambulance. Upon arrival to the hospital, it was reported that the patient's blood glucose (bg) was at 1600mg/dl. Patient was transferred to a larger hospital for necessary tests and treatment. Hospital confirmed that patient had suffered a heart attack, myocardial infarction (mi). It was further mentioned that it was believed that strokes were also in play. Patient was admitted to intensive care unit (ICU), for 2 weeks, exact dates are unknown. Once patient was stabilized, patient returned to regular treatment for another week. During hospital admission, it was reported that patient had an MRI. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hyperglycemia, stroke and myocardial infarction.